Event description:
It was reported that a merlin.net transmission showed myopotential oversensing on the ventricular channel. The patient was asymptomatic and the oversensing was not inhibiting pacing. Programming changes will be made at the next routine follow-up.